Manufacturer narrative:
Device passed sleep current measurement and active current measurement. However, pump trace download analysis confirmed the insulin pump alarmed power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board . After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Device received with scratched case, pillowing keypad overlay, end cap address label fading, serial number label missing, broken reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed power error detected. The customer¿s blood glucose level was 17mmol/ l at the time of the incident. The customer was guided with steps to resolve the issue and was advised to monitor the pump and call back if the issue recurs. The insulin pump will not be returned for analysis.